Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery due to corroded motor home switch noted. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer reported that the insulin pump alarmed motor error during fixed prime. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.